Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received 12/16/2019, indicating no service was requested for the carto 3 system, as the physician believes this was not a carto system issue. The patient has a thin right ventricle wall, which the physician believed to be the cause of the perforation. Pericardiocentesis was done and the patient was then monitored. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. While mapping premature ventricular contractions (pvc) in the right ventricular outflow tract (rvot) perforation occurred. Pericardiocentesis was performed and approximately 150 mls was drained from the epicardium. Patient was administered 9000 units of heparin anticoagulant. Thereafter, 50 units of protamine was given to reverse heparin. Surgery was delayed 30 minutes. Physician indicated the cause of the event was patient condition, as the right ventricle wall was thin. Extended hospitalization was required for monitoring purposes. Patient outcome was reported as fully recovered. No ablation was performed prior to the effusion. There was no evidence of steam pop. No transseptal puncture was performed. No excessive force was used as <40 g was applied. Flow settings for ablation were set per the biosense webster inc. (Bwi) instructions for use. Flow settings of 2ml was used for mapping. Force visualization features: graph, dashboard, vector, and visitag were used. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 patient interface unit. The smarttouch catheter was not in close proximity to another catheter. No error messages were observed on any bwi equipment.